Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to corroded keypad traces. Moisture damage was found on electronic and motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped in the water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.